Event description:
It was reported that during preparation for a rotational atherectomy intervention procedure, foreign material was noted. When the rotawire guidewire was removed from its packaging it was covered in a white residue. This was not the usual appearance for this product, so it was discarded. The procedure was completed with another rotawire guidewire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy intervention procedure, foreign material was noted. When the rotawire guidewire was removed from its packaging it was covered in a white residue. This was not the usual appearance for this product, so it was discarded. The procedure was completed with another rotawire guidewire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).